Manufacturer narrative:
Product analysis : analysis could not confirm customer comment (epg) displayed an error message "button press detected". Error message has normal operation when on/off button is pushed down for too long. Hanger assembly is broken. Backlight issue, connector on main printed circuit board (pcb). Main pcb is also contaminated. Upper and lower cases are broken. Keypad flex is contaminated. Encoder assembly and four knobs are contaminated. Display flex and display frame are contaminated. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code that displayed "button press detected". There was no patient involvement. It was further reported that the epg was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.